Event description:
A patient was on an osi modular table having a c spine fusion. Bed was rotated 180 degrees and locked in position. Straps were removed and anesthesia verified airway. As traction was applied head of table fell 18" to base. Review shows that the pin that holds u frame that the mattress bracket goes in, was not attached. Frame stayed in position inverted for approximately 5 minutes and let go. On impact with the bottom rail, the head slipped free of the head harness. All three pins broke free of the brace. Three sutures were needed to close one location, and steri strips placed on other two.